Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the information displayed on the screen is not visible. The unit was triaged and the reported issue was confirmed. The root cause is due to the f1 fuse of the main printed circuit board (pcb) being blown. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they can't see anything on the screen.